Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.